Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n107552, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# j0056626r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. Over the last several months prior to the report, the patient had documented how in hot weather, sometimes when on his motorcycle, he would start to feel like he was getting too much drug. The patient was having overdose symptoms 6-12 hours after being out in the heat for an extended period of time. For 12-18 hours after that, the patient continued to feel that way, but once that time elapsed, the pump and dose were steady and the patient did not have issues. In the last several weeks prior to the report, the weather had been cooler and the patient had no symptoms. The healthcare provider (hcp) had not tried decreasing the dose to see if the patient felt the way he did at a lower dose per day because the symptoms had been managed and stable at the current dose per day. However, on (B)(6) 2014, the hcp reduced the patient¿s daily dose rate by (B)(6) and the patient was given a personal therapy manager (ptm) for periodic bolus dosing as needed. The hcp was asked if there had been any volume discrepancies at refills and they had been normal and only off by 1ml. The patient was not on any new oral medications at the time of the event. Patient outcome was not reported. The device system delivered morphine.